Event description:
It was reported that a large volume infusor overinfused during patient use. The device administered all of the drug in 24 hours, rather than the expected 46 hours. The device contained 3200mg 5-fluorouracil (5-fu). There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The lot was manufactured between september 5, 2023 - september 6, 2023 a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.